Event description:
It was reported by service report that the leg was broken and the unit would not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.